Event description:
During a closed reduction with flex nailing of the left humerus, the tip of the awl broke off into the bone at the patient's elbow. The tip could not be removed and was left in the patient.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.